Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: a1: patient identifier: (B)(6). B5: the reporter indicated a 13.7mm vicm5_13.7 implantable collamer lens, -10.50 diopter, tore during loading in the cartridge. There was no patient contact. The backup lens was implanted and problem was resolved. The cause of the event was due to user error - the wrong visco was used. Claim # (B)(4).

Event description:
The reporter indicated an icl implantable collamer lens, broke during loading. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B3: unk. D4: expiration date unk. D6a: unk. D6b:unk. H4: unk. Claim(B)(4).